Event description:
It was reported that the patient suffered a right lead fracture that required replacement. Refer to manufacturing report #3004209178-2015-04221 for the patient¿s current issues with a spacy sensation and programming.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # v030671, implanted: (B)(6) 2007, product type lead product ID 3387s-40, lot # v012262, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type lead; product ID 7436, serial # (B)(4), product type programmer, patient. (B)(4).